Event description:
Eight months following cypher stent placement, control angiography is performed that revealed 90% diffuse restenosis inside the 2 most distal cypher stents. The pt returned approx 3 weeks later for elective treatment that included a 3.0 x 10mm cutting balloon (MFR unknown) at 12 atms in the mid lad and a 2.5 x 10mm cutting balloon (MFR unk) at 10 atms in the distal lad. Ivus was not conducted. The pt was discharged from the hosp the following day. Two weeks after discharge the pt returned for a follow up visit and was in stable condition and without any symptoms. This pt was admitted for elective cardiac catheterization. Coronary angiography revealed a concentric, type c, de novo lesion of proximal-mid-distal left anterior descending artery (lad) with 69.4% stenosis. This is a diffuse, bifurcated and moderately calcified 78.22mm lesion. The vessel is not tortuous and there is no thrombus present. Medications administered prior to intervention included: aspirin (100mg/day), ticlopidine (100mg/day) and isosorbide (40mg/day). A femoral approach was used. Pre-dilation was conducted with a 3.0 x 10mm balloon (MFR unknown) at 8 atms (inflation time unknown). Starting at the most distal segment, a cypher 2.5 x 23mm was deployed at 10 atms for more than 61 seconds. Then a cypher 3.0 x 28mm deployed at 15 atms for more than 61 seconds. Then a cypher 3.0 x 28mm was deployed at 10 atms for >61 seconds, followed by a cypher 3.0 x 13mm deployed at 15 atms for >61 seconds. All stents were placed in overlapping fashion. Post-dilation was conducted with a 2.5 x 28mm balloon (unknown MFR) at 15 atms (inflation time unknown). Ivus was conducted. Timi pre-and post-procedure was 3. Residual stenosis was 11.2%. Medications administered during the procedure included: aspirin, ticlopidine and isosorbide (all in the same dosage as pre-procedure) and heparin (8010 units). Post-procedure medications are the same as pre-procedure.